Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high triglyceride results for two patient samples from the cobas 6000 c 501 module. Patient sample 1 initial result was 4.07 g/l and the repeat results were 0.52 g/l and 0.50 g/l. On (B)(6) 2018, patient sample 2 initial result was 4.23 g/l and the repeat results were 1.42 g/l and 1.37 g/l. The erroneous results were not reported outside of the laboratory. The was no allegation of an adverse event. The reagent lot number was 331222. The expiration date was requested but was not provided. Precision testing was completed and was acceptable. The field service representative adjusted the mixer and cleaned the reagent and sample lines and the sample probe.

Manufacturer narrative:
The customer has not had any similar issues. The investigation confirmed the issue was resolved by the service actions.